Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring iii seal did not load properly. During loading, the seal remained in the loading device when the delivery tube was pulled out. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was not returned by the hosp. Since the product was not returned, an investigation could not be performed. Results: a lot history record review was completed for the product. There was no nonconformance for the reported lot. (B) (4)